Event description:
It was reported that an alert/notification settings issue occurred. Data was evaluated and the allegation was not confirmed. The probable cause was determined to be the mobile device updated its operating system/the app version which closed the app. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).